Event description:
It was reported to philips that during radiofrequency ablation procedure, the system malfunctioned suddenly, and the screen went black. The examination was interrupted, and the patient was immediately transferred to another room to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was transferred to another device to complete the procedure. No harm or injury reported to philips. It was reported that the display suddenly went black. The customer didn¿t require evaluation and service from philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the patient was transferred to another device to complete the procedure. No harm or injury reported to philips. It was reported that the display suddenly went black. The customer didn¿t require evaluation and service from philips. The system was repaired by third party and no details for solution was provided by the customer to philips and no work performed by philips. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.